Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly; the pusher assembly was kinked approximately 5.0 and 87.5 cm from the proximal end; the pod8 coil was intact with the pusher assembly. In addition, the pusher assembly was kinked in multiple locations along the shaft. Conclusion: the complaint has been evaluated. The complaint indicated that resistance was met while advancing a pod8 into a px slim. The pod8 was removed from the px slim and re-sheathed without issue. During the second attempt of advancing the pod8 into the px slim, the pod8 became stuck in its introducer sheath. Evaluation of the returned device revealed that the pod8 was capable of being advanced out of the introducer sheath and, therefore, the complaint cannot be confirmed. Further evaluation revealed kinks along the pusher assembly. This damage likely occurred from packaging of the device for return. The penumbra px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. These devices are 100% functionally tested and visually inspected for damage during process inspection.

Event description:
The patient was undergoing a coil embolization procedure using a pod8. During the procedure, the physician met resistance when advancing a pod8 through a px slim delivery microcatheter. The physician removed the pod8 from the px slim and re-sheathed it. The physician flushed the px slim; however, the physician was unable to advance a pod8 from the introducer sheath into the px slim. The physician used ruby coils and the same px slim to continue the procedure. There was no report of an adverse effect on the patient.